Event description:
The technician was taking a right hand turn from the elevator and then system accelerated in a right turn and hit against the wall.

Manufacturer narrative:
The defective second rear motor was replaced and the system is working normally now.